Manufacturer narrative:
(B)(4). Product has not been returned. Product was discarded. No lot number was provided or known.

Event description:
It was reported that the ratchet extension became stuck to the implant and could not be removed. Tooth location #28. The dentist was able to separate the implant and the extension. The implant and the driver appeared to be damaged.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Two tapered screw vent implants were returned for inspection. Visual inspection revealed damage at the threads and internal drive feature of one of the implants. The other implant was only worn from use. The products matched print specifications where measured against the drawings pd-tsvb11 rev l and pd-tsvwb10 rev l. The reported driver was not returned for inspection. No device lot number was provided for the driver so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent, advent and trabecular metal implants 4869 rev 7-01/16. Information identified: osteotomy perform all bone cutting procedures with a low speed (600-850 rpm), high-torque handpiece. The single use drill can accommodate internal irrigation to reduce heat generation when drilling the osteotomy. Alternatively, external irrigation can be performed. Do all drilling with a straight, up-and-down motion in order to avoid creation of an oval-shaped site and additional stresses on the drill that could result in breakage. (Note: round (rosette) bur and thread taps do not accommodate internal irrigation). There are two lengths of drills with the same cutting diameter. The shorter drills (ending in dsn and ds) have two black bands and are used for 8mm and 10mm implants. The longer drills (ending in d and dn) have five black bands and are used for the longer implants. Note: all drills (with the exception of the 2.3mmd drill) are approximately 1.25mm longer than the indicated depth to accommodate the drill tip. The event of stuck driver cannot be verified without the return of the driver. A root cause cannot be determined. The complaint was confirmed based on damage to the implant drive features.